Manufacturer narrative:
(B)(4). It was reported that the patient passed away on an unreported date ¿a couple of weeks ago¿. Should additional relevant information become available a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was not reported if the patient was hospitalized prior to death. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available as the reporter stated he did not wish to be contacted for any further follow-up related to this event and declined to answer any further questions. The pd nurse reported the patient had transferred care to an unknown clinic " quite some time ago" and she did not have access to determine which clinic.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.